Manufacturer narrative:
(B)(4). The customer declined to have the device repaired. The device has not been returned to physio-control for evaluation. Based on the reported information, physio-control has concluded that the cause of the reported issue was likely due to a failure of diode cr30 on the therapy pcb assembly.

Event description:
The customer initially reported that the device was only delivering a portion of the requested defibrillation energy and that the device had logged event code 9c19. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue. Physio-control has conducted a retrospective review of cr30 component failures, based upon a review of our interpretation of reportability as a result of thorough consideration of feedback from FDA. We have reached the conclusion that the failure of the cr30 diode is reportable, even though the reduced energy monophasic waveform that is delivered is clinically effective. As a result, all similar cr30 failures will be reported as MDR¿s.